Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-may-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of low battery and replace battery alarms. The pump¿s electrical draws were tested and¿ found to be within required specifications. During investigation, the battery compartment was found to be cracked above the grip pad. Moisture was observed in the battery compartment covering the positive battery terminal. The original complaint of a battery life issue was noted in the pump history but unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.